Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was riding a lawn mower. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be sinus tachycardia at a rate of around 140 beats per minute (bpm), then the morphology became a wide complex that was felt to either be supraventricular tachycardia (svt) with aberrancy, or ventricular tachycardia (vt) around 140 bpm. The device began to t-wave oversense, which, led to the shock delivery. The shock didn't terminate the rhythm, which, ts discussed could be an indicator that the rhythm was svt in origin. Ts discussed potential troubleshooting and programming options. Additional information was received that the device delivered an additional inappropriate shock while the patient was sitting at the table eating. Review of the stored episode noted a morphology change with undersensing and oversensing. The patient was suspected to have a potential bundle branch block. The patient underwent treadmill testing, however, the morphology change was unable to be recreated. The shock therapy episodes occurred in primary and secondary sensing vectors, so ts discussed the option of reprogramming to alternate sensing vector. Additionally, the s-ICD and this electrode exhibited noise in all programmed vectors while the patient was sitting and talking. Ts discussed potential troubleshooting options. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was riding a lawn mower. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be sinus tachycardia at a rate of around 140 beats per minute (bpm), then the morphology became a wide complex that was felt to either be supraventricular tachycardia (svt) with aberrancy, or ventricular tachycardia (vt) around 140 bpm. The device began to t-wave oversense, which, led to the shock delivery. The shock didn't terminate the rhythm, which, ts discussed could be an indicator that the rhythm was svt in origin. Ts discussed potential troubleshooting and programming options. Additional information was received that the device delivered an additional inappropriate shock while the patient was sitting at the table eating. Review of the stored episode noted a morphology change with undersensing and oversensing. The patient was suspected to have a potential bundle branch block. The patient underwent treadmill testing, however, the morphology change was unable to be recreated. The shock therapy episodes occurred in primary and secondary sensing vectors, so ts discussed the option of reprogramming to alternate sensing vector. Additionally, the s-ICD and this electrode exhibited noise in all programmed vectors while the patient was sitting and talking. Ts discussed potential troubleshooting options. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.